Event description:
Pt experienced redness above insertion site of catheter. On 5/12, md ordered PICC to be removed. On 5/19 md noted phelbitis resolving on arm & neck, on 6/5 pt was admitted to hosp for possible staph infection. Unclear if infection is from phelbitis or septic arthritis.